Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experiences severe pain and sound quality issues, causing discomfort. The recipient reportedly experienced fevers leading to hospitalization. Surgeon has stated that if recipient remains feverless, device will remain in place. The recipient has ceased device use.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was hospitalized due to issues not related to the implant. The recipient will remain a non-user of the device due to medical history. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.